Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was a charge frequency issue. Pt says that were having to charge ins everyday which started 4-5 months ago. They talked with a local rep about this and they adjusted settings but it isn't helping the charge frequency issue. Because of this charge frequency issue, pt became frustrated and stopped charging ins, but now at this point they are most likely in overdischarged state and can't charge ins, and therefore cant get into MRI mode for the MRI they need. The issue was not resolved and patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.